Manufacturer narrative:
Follow-up #1; date of submission: 08/08/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be intact. Evaluation revealed that all of the keypad buttons were properly responsive; the initial complaint was not duplicated. The keypad cover was removed and evidence of contamination was found under all of the key contacts. Unrelated to this complaint, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging issue with the ok button. The information provided indicated that the button has to be pressed multiple times for it to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.